Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Hamilton medical ag received the logfiles of the device for analysis. Per review of the logfiles, it could be noticed that the device alarmed with technical events 246005 (alarm monitor defect) and 231032 (expiration valve disconnected) followed by multiple technical faults: 1385002, 1346054, 1746004, 346047, 346054, 443001, 1485001, 1446029, 446011, 446010. These technical faults indicate: safety system activation watchdog failures transition into safety / ambient mode. Investigation ongoing

Event description:
Hamilton medical ag received the following event description: while the device was ventilating a patient, it stopped working and the screen froze. No harm to the patient was reported.